Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was turned off on its own a while later after the subject device was turned on at the unspecified timing. Olympus service operation repair center (sorc) surmised that the electrical circuit board had failure. There was no report of patient injury associated with this event. It was not provided other detailed information.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there is a possibility that the reported phenomenon was attributed to the accidental failure of the internal parts such as the converter of the power unit due to repeatedly long-time use or to the accidental failure of the circuit board.